Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced clotting. This event occurred once. The following information was provided by the initial reporter. The customer stated: because the blood collection device is needed for the patient's project examination, the blood collection device clots during the blood collection process, so the blood collection shall be suspended and the blood collection device with this batch number shall be stopped.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.